Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr, 803.56 when additional reportable information becomes available.

Event description:
It was reported, that there was a system failure. No adverse patient effects were reported by the customer.

Manufacturer narrative:
Device evaluation: tamper seal broken on the bottom case. Battery depleted was shown in the ehl. Power up process also check the charging of battery. Battery depleted error was found at power up also battery was found not charging with ac power. Battery does not operate as intended due to normal wear (battery was over 4 years old). Replaced battery. Performed pm maintenance and all functional testing. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation.